Event description:
It was reported that during an in-clinic visit, high pacing impedance and no capture were noted on the right ventricular (rv) lead. The rv lead was capped and replaced on (B)(6) 2024. There were no adverse health consequences, the patient was stable.